Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test were not preformed due to motor error alarms. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads, and cracked case at the display window corner.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.